Event description:
It was reported that a revision surgery was performed approximately 2 weeks post op due to pain. It is unknow if the device or contributed to the reported event, but we are filling this MDR out of and abudance of caution.